Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of externalized conductors, MFR number 2017865-2012-04420. It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high, out of range impedance. Sensing was normal and no noise was noted on the lead. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead with the middle segment of the lead measuring 36.5cm was returned. Internal insulation abrasion was noted at 10.0cm to 14.2cm measured distally from the distal end of the rv shock coil. Internal insulation abrasion was noted at 1.1cm to 2.1cm and 6.3cm to 7.0cm measured proximally from the distal end of the rv shock coil. The etfe coating was intact at these locations.